Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the probe broke down at 16.5 mm from the distal end. There was no scratch on the broken point. The mfg history was reviewed, with no irregularities noted. Based on the eval and past cases with the same model, it is highly likely that the physician activated the ultrasonic output while the subject device was twisting a hard tissue or grasping a hard tissue or applying only the probe tip to the tissue with strong force and the stress was put on the probe and as a result the probe cracked and broke. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the eval, this report appears to be related to user handling.

Event description:
This item was used several times only. The probe tip was broken during operation. The broken tip was retrieved during the procedure and no incident report was received.